Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 2 complaints were received during this report period. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2 </noe> malfunction events which are associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. These reports were received from various sources. No patient information was confirmed.

Manufacturer narrative:
This report is a duplicate of information filed under MDR report number 9612501-2016-00110. This file is being closed as a duplicate. Please reference 9612501-2016-00110 for any future event information.